Manufacturer narrative:
Date of event: unknown. Investigation conclusion: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Bd has initiated CAPA (B)(4) to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes were overfilling. No injury or medical intervention reported.